Manufacturer narrative:
Customer was performing validation of test with the specimens. No patient results reported. Although no adverse outcomes were reported qiagen is reporting this event in an abundance of caution and in accordance with eua requirements.

Event description:
False positive results on qiareach sars-cov-2 ag test.